Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during procedure to insert right femoral im nail 10.0 mm short smith & nephew im nail 18 cm, screw driver head broke off in patient's incision. Surgeon was able to remove screw driver head with no injury to patient. No delay was reported and a backup device was available.